Manufacturer narrative:
(B)(4): pannus ingrowth. Device not returned. Unfortunately, the edwards device was not returned for analysis; therefore, the root cause of this event could not be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance found related to this event. Although the root cause cannot be confirmed, it appears that the stenosis was likely caused by the pannus formation noted. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 2 years due to aortic stenosis, secondary to pannus ingrowth. Per the op report, "examination of the valve revealed that the struts had grown into the aortic wall. The left and right coronary ostia sat virtually on the rim of the magnum valve. With great difficulty, the valve was resected. There was evidence of fibrous ingrowth in the subvalvular part of the outflow tract. The valve leaflets were not calcified and moved freely. This was truly valvular and the subvalvular obstruction related to pannus ingrowth. A small finger could not be admitted through the outflow tract." The health-care provider indicated that this event was not related to a device malfunction. The valve was replaced with another edwards bioprosthetic valve. Transesophageal echo showed good functioning of the valve.